Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, fo llowing medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The physician intended to used an evercross balloon catheter during procedure. The lesion exhibited moderate calcification. It is reported that the balloon burst at 3 bar. All pieces of the balloon was retrieved. The physician used another balloon to complete the procedure. No patient injury was reported. Evaluation summary: the evercross 0.035in otw pta dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The evercross dilatation catheter was received packed within its shelf carton, within its pouch, and within its protective transportation hoop. The evercross catheter was examined no sanguine residue was noted in or on the device. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip. A 0.035in guidewire was loaded through the distal tip with ease. A 10cc water filled syringe was attached to the inflation lumen luer lock and a vacuum was pulled but could not be maintained. The balloon was inflated and fluid was observed leaking. With the aid of magnification the balloon chamber was examined: a longitudinal tear was noted. All components of the evercross catheter were accounted for.